Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 08/25/2011 by fax and mail. A complete questionnaire was received on 09/12/2011. (B)(4).

Event description:
A technician reported that following intraocular lens(iol) implant surgery ,the surgeon noted the patient's implant appeared to have "oily brownish circular deposits" and that the patient stated "vision in right eye doesn't seem as clear as the left eye" (left eye is pseudophakic, with no issues). In a follow-up, the surgeon reported the event continues, there have been no medical or surgical interventions performed, and posterior capsule opacification (pco) has been observed.